Manufacturer narrative:
Three levels of qc are run daily and the results have been within customers established range pre and post the event. System check report dated (B)(4) 2010 was within specifications. Per customer statement to a bci field service engineer (fse), the customer removed a used bhcg reagent pack from another unit and loaded onto the access 2 unit. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous beta human chorionic gonadotropin (bhcg) results within normal reference range generated by the access 2 immunoassay analyzer. The samples were repeated on another unit with a new reagent pack and results above the normal reference range were obtained. The erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to this event.